Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown proximal tibial component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding custom femoral component and tibial stem loosening involving an gmrs proximal tibia standard was reported. Conclusion: there is no indication or allegation that the product reported in this investigation may have contributed to this event of tibial stem and custom femoral component loosening.

Event description:
Additional event description received in the email from reporter received 05/10/14: patient was playing tennis and with her foot planted, made a twist and felt the sensation in the knee. At surgery the krh femur was found to be loose. The gmrs prox tibia was loose. The components were replaced with a small gmrs distal femur and a small gmrs proximal femur.

Event description:
It was reported that it appears that the proximal tibial component may be loose. Revision is scheduled in (B)(6).